Event description:
Additional information. Prior to being replaced, the lead was tested with a multi-lead trailing cable (mltc) and the impedances were out of limits. After the system was replaced, the hcp found the surgical lead was cut. Per the reporter, the hcp did not cut the lead upon removal. The wiring inside the lead also appeared to be separated and broken.

Event description:
It was reported that the pt felt no stimulation and experienced a loss of therapeutic effect. There was no known accident or incident related to the complaint. On (B)(6) 2011, it was reported that starting about 1 to 1.5 weeks ago the pt had no stimulation, even when he raised the amplitude to 10.5 volts. Impedances over 3,600 ohms were measured. Testing at 3, 6 and 9 volts showed the current at .143 ma and impedances above 3,600 ohms. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the lead revealed all eight conductors for both circuits 0-7 and 8-15 were broken 10 cm from the distal end; final analysis of both extensions revealed no anomalies were found; final analysis of the stimulator revealed no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
Additional information. The entire stimulation system was explanted and replaced with a new system. It was discovered the lead had broken. The patient was receiving great stimulation after the replacement surgery and was doing fine.

Manufacturer narrative:
The stimulator system has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and no stimulation sensation. It was reported it started about 1-1.5 weeks ago, the patient had no stimulation even when he raised it up to 10.5v. It was reported impedance readings of >3500 ohms. Testing at 3 6, 9 volts showed current at .143 ma and impedance at >3600 ohms indicating something was wrong within the system. Additional information received reported the patient had all of their equipment and all new equipment implanted (B)(6) 2011. It was reported the hcp found the lead had broken. It was reported the patient was receiving great stimulation after receiving all new equipment. Additional information received reported rep had discussed impedances; theory and use. Performed longevity calculation to estimate implantable neurostimulator (ins) battery life. Additional information received reported the equipment had been sent in today. Additional information received reported the patient was evaluated on (B)(6) 2011 due to reports the patient was not getting stimulation. It was reported the patients impedances were out of limits. It was reported, "many" checks were performed and afterwards, the patient never had stimulation. It was reported the extensions were revised in (B)(6) 2001 due to patient not having stimulation after he was placed in traction in patient. It was reported the patient had good stimulation following the revision until the (B)(6) 2011 appointment. On (B)(6) 2011 the existing surgical lead was tested with the mltc and impedances were out of limits. The existing lead, extension and ins was removed and replaced. It was observed the lead was cut and the surgeon said he did not do that upon removal. It was reported the wire inside the covering appeared to be separated. It was reported the patient had recovered without sequela. Additional information received reported no new reportable information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.